Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient signal that sometimes the pump did not vibrate in case of warning or error. He confirms that the messages of errors and warnings are regularly displayed. No adverse event alleged. A request was made for the return of the device.